Event description:
This notification is being reviewed due to the device requiring preventive maintenance. No allegations or indications of malfunction have been reported. Upon evaluation of the trilogy evo device, an error code related to a large difference in the flow sensor was observed. The flow sensor was replaced to address the issue.

Manufacturer narrative:
The reported failure of flow sensing issues is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.